Manufacturer narrative:
Continued phone number e1:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "ruptured" and "the dark fluid area in the right axilla and under the right clavicle was considered to be leaking breast augmentation agent" via CT scan. The events of "breast nodule" and "multiple nodular dense shadows were seen in the ¿ breast area" are not device related. Device status is unknown.